Event description:
It was reported during a for trial procedure on (B)(6) 2011, the physician placed a second lead, and the second lead showed impedance issues. The lead was tested intraoperatively, and the physician decided to replace the lead to complete the procedure. The replacement lead tested well, and the pt received effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history